Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 18x3.0mm, eccentric target lesion with a significant bend of >45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 20 x 3.00mm rebel bms stent was advanced for treatment but it was unable to cross the lesion. After removal, physician found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported nad the patient's status was stable.